Manufacturer narrative:
The field service representative (fsr) verified that the flow was reading high during calibration. During testing, the electronic patient gas system (epgs) was set to 9 l/min and the external flow meter was reading over 10 l/min. When the unit was placed at 5 l/min, the external flow meter was reading 6.5l/min. The fsr replaced the epgs. The unit operates to the manufacturer¿s specification. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow output readings were high. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: diligence is still ongoing to gather more information regarding this incident and no further information was available at the time of this clinical review. According to the information available, shortly after going on bypass on (B)(6) 2018, the perfusion team noticed that their external flow meter for sweep gas was reading approximately 1.5 liters higher than the reading on the central control monitor (ccm). The team opted to use the external flow meter as their standard and adjust the flow necessary from that information rather than the displayed information located in the middle of the ccm. It is verified through the log data that the flow decreased throughout the case from 3.82 liters per minute (l/min) sweep gas to 2.53 l/min and then 1.73 l/min. The perfusionists were able to adjust the sweep gas from the slider accordingly to maintain their partial pressure of carbon dioxide (pco2) values as needed. There was no delay in the continuation of the surgical procedure, and there was no harm or blood loss associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. He found damaged and exposed wires in the flowmeters cable that caused the flow to change when they came into contact with the chassis of the electronic patient gas system (epgs). The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.